Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed. The device sample is needed to perform a proper and thorough investigation to confirm the alleged defect reported and determine the root cause. Therefore no corrective actions can be established at this time. If the device sample becomes available, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the neptune heater was alarming and there was no water flowing to the column during a patient use. It was reported there was no patient injury or consequence.